Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer put a tool in the same pocket as the pump and the customer reported that the tool must have cracked the touchscreen. Reportedly, the touchscreen was unresponsive. However, the customer felt that basal insulin was still being delivered. The customer's blood glucose level was 177 mg/dl. The customer reported that the pump would continue to be used for insulin therapy (basal delivery) and manual injections for boluses.